Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments that the device got stuck on the company logo screen and was unable to start a device check-in, however the hard drive was reconfigured and the software was reloaded as a preventive. It was additionally noted that no stylus was returned with the device and that the tab on the power cord bay door was broken. A stylus was added and calibrated and the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer may have been getting stuck on the company logo screen when interrogating an implantable heart device. It was further determined through follow-up that the programmer was unable to start or to complete the check-in and it had to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.